Event description:
Medtronic is investigating possible circuit board contamination caused by the manufacturing process which could cause conductive paths to be formed which may result in device failures. There have been no failures reported in distributed devices related to this issue.